Event description:
Related manufacturer report number: 2135147-2019-00060, 2135147-2019-00059. On (B)(6) 2019, a 24mm amplatzer septal occluder (aso) was selected for implant. The device was deployed for the defect in the left atrium but the device deployed deformed. Ex vivo, the issue was replicated. Two additional devices were deployed but the issue persisted. The device was replaced a fourth time with a 28mm aso, deployed as expected, and was successfully implanted. The patient remained hemodynamically stable throughout the procedure and has been discharged.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.